Event description:
The customer reported being hospitalized due to low blood glucose of 49mg/dl. The caller stated that he was not in an accident; however, he was driving a car and was weaving the police picked him up, but they took him to the hospital. The caller stated that he was disconnected from the insulin pump for several months, and he just got back on the device, but the settings were incorrect. The customer found that his basal rate was too high, which caused his glucose level to drop. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.